Manufacturer narrative:
One level 1® h-1200 fast flow fluid warmer was returned for analysis in good condition. The unit was powered on following removal of back cover and visually inspected; no discrepancies observed. An 8 hour run was performed with no leaks observed. The complaint was not confirmed. However, an additional issue was noted as the device had the old style float switch in use. The temperature was measured on unit; reading 41.7 degrees which is within tolerance. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical level one fluid warmer had an internal water leak.